Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet in the reported problem area of the pipetter assembly. The collet was replaced and the sleeve cleaned. The instrument was inspected, tested without further problem, and returned to service.